Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing endcap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 75 mg/dl. The customer stated chipped on reservoir and battery compartment. The customer does not recall anything happening to the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated she was hospitalized in the past but it was not necessarily pump related. The customer stated that she had low blood glucose. The customer was not reporting the event to helpline.